Event description:
The customer contacted baxter's service center regarding a system error (se) 2201; which occurred on the homechoice (hc) during use, during dwell 2. The technical service representative (tsr) explained the message to the home patient (hp). The hp then cycled the machine and it alarmed se 2367. The tsr informed the hp to use manual supplies and the hc would be swapped. The tsr told hp to keep the procard. Baxter product surveillance contacted the home patient (hp) (B)(6) 2012 the regarding reported problem. The hp stated that right after the alarm occurred; they ended therapy and then drained out manually. The hp stated that since the machine was exchanged they have not run into any further problems. The hp stated they did not notice any problems with the supplies that could have caused the two alarms. They stated they believe it was a machine issue. The hp stated that they do not recall the lot numbers of the supplies from then, and they do not have samples available. The hp stated therapy has been continuing well since the reported problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. A follow-up MDR will be submitted if additional information is obtained.